Manufacturer narrative:
The customer sent samples to customer product line support (cpls) for additional testing. Cpls confirmed the customer's reactive results. Rubella igm qc was within the customer's established ranges prior to and after the event. There is no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding reactive rubella igm results generated by the unicel dxi 800 access immunoassay system for two patients. Subsequent testing on an alternate methodology produced discordant non-reactive results for both patients. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.